Manufacturer narrative:
(B)(4). The analysis found that one ecr60g cartridge reload was received for analysis. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired. Furthermore, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric sleeve procedure, on the 2nd firing, the device delivered partially formed staples with a green cartridge. The specimen side appeared to be intact and the patient side contained staples that were shaped like a goal post. The procedure was completed with the same stapler and a new cartridge. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained was buttressing material utilized? If so, which product? Yes - gore. Was the instrument fired across or near an existing staple line or clip? Yes. Were any of the forces higher or lower than expected (closing or opening)? No.